Manufacturer narrative:
Additional information for v.a.c.® simplace¿ dressing lot number 8836892v009: unique identifier (UDI) #: (B)(4). Additional information for v.a.c.® whitefoam¿ dressing: lot#: wfk20061v003 unique identifier (UDI) #: (B)(4). Based on the information provided, it cannot be determined that the alleged infection to one or both of the patient's foot wounds is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. It is unknown what type of surgical procedure was performed on (B)(6) 2021. The patient stated the nurse was cutting the hole in the v.a.c.® drape smaller than the 2.5 cm recommended size. This report is being filed due to possible use error. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Sensat.r.a.c.¿ pad application: choose pad application site. Give particular consideration to fluid flow, tubing positioning to allow for optimal flow, and avoid placement over bony prominences or within creases in the tissue. Pinch drape and cut a 2.5 cm hole through the drape (not a slit). The hole should be large enough to allow for removal of fluid and / or exudate. It is not necessary to cut into the foam. Note: cut a hole rather than a slit, as a slit may self-seal during therapy. Foot wounds for wounds on the planter surface or heel of the foot, it is best to use a bridging technique to ensure that additional pressure is not applied as a consequence of the placement of the tubing and/or sensat.r.a.c.¿ pad or tubing on the dorsum of the foot (consider use of the v.a.c.® granufoam¿ heel dressing). Clinical considerations for diabetic foot ulcers as with any treatment for diabetic foot ulcers, success depends on accurate diagnosis and the management of underlying disease in combination with effective debridement of non-viable tissue. Off loading is essential for successful healing of diabetic foot ulcers. Early identification and prompt treatment of infection is essential to prevent complications. In patients with diabetes, this may be difficult as classic signs as pain, erythema, heat and purulence may be absent or decreased. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area. Untreated or inadequately treated infection. Inadequate hemostasis of the incision. Cellulitis of the incision area.

Event description:
On (B)(6) 2021, the following information was provided to kci by the patient: the patient stated the activ.a.c.¿ ion progress¿ remote therapy monitoring system was allegedly not providing suction, which resulted in drainage sitting in the v.a.c.® simplace¿ dressing and tubing and had a foul odor. Additionally, the patient stated the nurse was cutting the hole in the v.a.c.® drape smaller than the 2.5 cm recommended size. On (B)(6) 2021, the following information was provided to kci by the patient: the patient was admitted to the hospital on (B)(6) 2021 due to an infection. Infection was being treated with antibiotics and wound was cleaned out. On (B)(6) 2021, the following information was provided to kci by the physician: the physician stated that the wound odor was due to the infection in the wound. Additionally, it was highly probable that since the activ.a.c.¿ ion progress¿ remote therapy monitoring system was not suctioning, the drainage accumulated and could have caused the wound infection, due to which the patient was hospitalized. On (B)(6) 2021, the following information was provided to kci by the nurse: the nurse stated that the patient was admitted to the hospital and underwent surgery on (B)(6) 2021. V.a.c.® therapy was on hold (B)(6) 2021 and was resumed on (B)(6) 2021. Device history reviews for v.a.c.® simplace¿ dressing lot number 8836892v009 and v.a.c.® whitefoam¿ dressing lot number wfk20061v003 are currently pending completion. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system is currently pending completion.

Event description:
On 17-may-2021, a device history record review for v.a.c. Whitefoam¿ dressing kit lot number wfk20061v003 was completed. All end release testing of the product and packaging met specifications. On 24-may-2021, a device evaluation was completed by quality engineering. On 15-feb-2021, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2021, the device was placed with the patient. On 20-may-2021, the device was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit. On 14-jun-2021, a device history record review for v.a.c.® simplace¿ dressing lot number 8836892v009 was completed. All end release testing of the product and packaging met specifications.

Manufacturer narrative:
Additional information for v.a.c. Whitefoam¿ dressing kit lot number wfk20061v003: d4 expiration date: 14-aug-2022. H4 device manufacture date: 15-oct-2020. Additional information for v.a.c.® simplace¿ dressing lot number 8836892v009: d4 expiration date: 30-nov-2023. H4 device manufacture date: 01-dec-2020. Based on the additional information provided regarding the device, v.a.c. Whitefoam¿ dressing kit and v.a.c.® simplace¿ dressing kit, kci's assessment remains the same; it cannot be determined that the alleged infection is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The device passed quality control checks before and after patient placement. The manufacturing record reviews for the v.a.c. Whitefoam¿ dressing kit and v.a.c.® simplace¿ dressing kit met specifications. The patient stated the nurse was cutting the hole in the v.a.c.® drape smaller than the manufacturer's recommendation. Therefore, this report is being filed due to possible use error.